Manufacturer narrative:
Insulin pump received with intermittent button response due to flattened dome switch on bolus, esc, act, up arrow and down arrow button. J2 connector was inspected and locked on lcd board. No button error alarm during testing. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
It was reported that the insulin pump had button error alarm. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that the esc, act and up buttons were soft and did not pressed. The insulin pump will be returned for analysis.